Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for bent needle with no IV and np shields with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was a missing sleeve cover for non-patient end cannula. The following information was provided by the initial reporter: translated to english. The customer stated: "before use, the msn's IV cannula was bent and has no IV shield." 03/15/2021 additional information: it was confirmed with local sales when the nurse found the defective product, she discarded it directly without any needle stick injuries.